Event description:
It was reported that there was concern with the left ventricular (lv) lead causing phrenic stimulation. The physician was planning on placing a new lead but could not find any other viable branches and did not want to attempt extraction of the chronic lv lead. Therefore, the physician was able to determine a lv output programming change that avoided diaphragmatic stimulation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.